Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the blood glucose reading had been elevated for the past three days. The blood glucose reading was 247 mg/dl. He stated that the drive support cap appeared to be normal. He found some air bubbles and was assisted with rewinding the insulin pump and stated that insulin did exit the tubing. He found no leaks. He stated that the time, date, basal rates, and bolus wizard settings were correct. The infusion set was removed from the body and customer reported that the cannula was not bent or occluded and that the site was not sore or irritated. He stated that the insulin was not cloudy or expired. He stated that the insulin pump was cracked after being dropped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.